Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported under mw5073944: hip pain.

Event description:
As reported under mw5073944: hip pain. Update 28-may-2019: its reported by the attorney, through the filing of a legal claim, that the patient underwent a left total hip arthroplasty on (B)(6) 2010 where she was implanted with a stryker hip system. It is further alleged that the patients hip had to be revised on (B)(6) 2017 due to mechanical loosening and pain.

Manufacturer narrative:
Device information added. An event regarding a reported pain and loosening involving a trident shell was reported. The event was not confirmed. Methods and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: the provided medical records were received by a clinician and subsequently rejected for completion of a medical review. The clinician indicated cannot confirm event. Need operative reports, office/clinical reports, serial x-rays, etc. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the devices for evaluation, operative reports, office/clinical reports, serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.